Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the aware date.

Event description:
It was reported that the patient experienced sensitivity at the ipg site due to migration. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.